Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. The hypotube shaft profile and blades had no kinks or damages. A detailed microscopic examination of the balloon material identified no pinhole or damages. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit, and the balloon was inflated to rated burst pressure of 12 atmospheres. The device held pressure and deflated without issues. The encore device was verified before and after use using the druck gauge. No issues were noted with the device.

Event description:
It was reported that a balloon rupture occurred. The 95% target lesion was located in the mildly tortuous and severely calcified right coronary artery with a length of 32 mm and a diameter of 3.5 mm. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10 atm for 4 seconds and the tip was damaged. The procedure was completed with another of the same device. There were no patient complications and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% target lesion was located in the mildly tortuous and severely calcified right coronary artery with a length of 32 mm and a diameter of 3.5 mm. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10 atm for 4 seconds and the tip was damaged. The procedure was completed with another of the same device. There were no patient complications and the patient was stable post procedure.